Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the blood leak was confirmed. The sample was received and during laboratory evaluation the investigator observed a delamination on the non-cavity ID end which extended from approximately 250º to 0º. The delamination in the polyurethane potting extended under the silicone o-ring. No other damage or irregularities were noted on the dialyzer. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A facility nurse reported that the red hansen code was red as the patient was dialyzing and blood was going out to the wall box. Follow-up was made with the facility director, who stated a patient was connected to the 2008t hd machine when the blood leak was observed. Patient information was not available. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. Michael stated the bloodlines used were fresenius. The leak was noted as being an external blood leak near the top seal of the dialyzer. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50ml. The contact stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The contact stated the sample was available for return for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility nurse reported that the red hansen code was red as the patient was dialyzing and blood was going out to the wall box. Follow-up was made with the facility director, who stated a patient was connected to the 2008t hd machine when the blood leak was observed. Patient information was not available. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. (B)(6) stated the bloodlines used were fresenius. The leak was noted as being an external blood leak near the top seal of the dialyzer. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50ml. The contact stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The contact stated the sample was available for return for evaluation